Event description:
The facility reported a pump in which channel a is not working. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which channel a is not working was confirmed during product evaluation. This event was due to a faulty channel select button on the keypad of the channel a pump head module. The channel a pump head module was replaced to address the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.